Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the reported fresenius products and the adverse events of peritonitis, cloudy peritoneal effluent fluid and abdominal pain. Causality was attributed to the patient¿s poor hand hygiene after using the restroom. Per the pdrn, the events were unrelated to the utilization of any fresenius product(s) or device(s). Those individuals undergoing pd therapy are at high risk for infections of the peritoneum. Additionally, enterococci are part of the normal intestinal flora of humans and animals. Based on the information available, the reported fresenius products can be disassociated from the events. There is no objective evidence indicating a fresenius product or device caused or contributed to the serious adverse event(s) experienced by the patient. Furthermore, the patient continues to utilize the same liberty select cycler without any reported issues or allegations of machine malfunction or deficiency. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the lots of products shipped to the patient for three (3) months prior to the event date. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process associated with the reported event. An investigation of the device history records was conducted and confirmed that the results of the in-progress and final quality control testing met all requirements and the lots met all specifications for release. The user guide p/n 480145 was reviewed and indicates "you must use aseptic technique as directed by your pd nurse to prevent infection¿. As per the follow up information received, the incident is attributed to end user error.

Event description:
It was reported that a peritoneal dialysis patient was diagnosed with peritonitis. Initially the patient called to ask general use questions at which point it was reported that the patient had abdominal pain the prior night. Follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn) revealed the patient presented to the outpatient home dialysis clinic with abdominal pain and cloudy effluent fluid on (B)(6) 2020. A peritoneal effluent fluid culture and cell count was obtained, and the patient was started on intraperitoneal (ip) vancomycin 1500 mg and ip gentamycin 40 mcg x 3 weeks. The culture results were positive for enterococcus faecalis, and the cell count revealed an elevated white blood cell (wbc) count (value not provided). The cause of the patient¿s abdominal pain, cloudy effluent fluid, and peritonitis was attributed to the patient¿s poor hand hygiene after using the restroom. The patient was not hospitalized for the event. Per the pdrn, the events were unrelated to the utilization of any fresenius product(s) or device(s). The patient is recovering from the events and continues to utilize the same liberty select cycler as before the events.